Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer changed out cartridge and infusion set to resolve the issue. There was no impact to the customer's blood glucose level.